Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, low out of range rv lead impedance was observed. No other electrical anomalies were noted. When the patient came for a generator change due to normal eri, the lead was capped and replaced during device replacement procedure on (B)(6) 2017. The patient was asymptomatic.